Event description:
Fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient presented to the outpatient dialysis clinic on (B)(6) 2021 with abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, result not provided) was collected, and the patient was diagnosed with peritonitis. The patient was started on intraperitoneal (ip) vancomycin every other day and ceftazidime daily (dose, duration not provided). The peritoneal effluent culture result was positive for staphylococcus epidermidis on (B)(6) 2021, and the patient¿s ceftazidime was discontinued. The patient continues to undergo ccpd and is recovering from the events. The pdrn attributed causality to a touch contamination event, as the patient admits not wearing a mask/gloves while disconnecting to use the restroom during the night. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient continues to utilize the same liberty select cycler as before the events without issue.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which warranted antibiotic therapy. Per the pdrn, the cause of the peritonitis was touch contamination due to the patient failing to wear the proper personal protective equipment (ppe). Staphylococcus epidermidis is part of the normal human biota and is one of the most common sources of infection in indwelling medical devices (2,3). Additionally, most staphylococcus epidermidis infections are due to touch contamination. Based on the information available, the liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, the patient resumed utilizing the same liberty select cycler at home, without any reported issues of machine malfunction or deficiency. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient presented to the outpatient dialysis clinic on (B)(6) 2021 with abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, result not provided) was collected, and the patient was diagnosed with peritonitis. The patient was started on intraperitoneal (ip) vancomycin every other day and ceftazidime daily (dose, duration not provided). The peritoneal effluent culture result was positive for staphylococcus epidermidis on (B)(6) 2021, and the patient¿s ceftazidime was discontinued. The patient continues to undergo ccpd and is recovering from the events. The pdrn attributed causality to a touch contamination event, as the patient admits not wearing a mask/gloves while disconnecting to use the restroom during the night. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient continues to utilize the same liberty select cycler as before the events without issue.